Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the mainframe would not get a proper reading. There was no patient impact.

Manufacturer narrative:
Analysis found that the customer complaint could not be confirmed. The device was received in good condition and with the latest software version. The device was tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating that the device was plugged in and set up as per normal. When the hcp went to use the stimulator, it would beep but it would not get a proper reading. It was hard to plug the box in the back of the mainframe.